Manufacturer narrative:
(B)(4). After further review, this complaint is reportable. The customer reported failure code 812:05. The 812:05 is a cascade failure code; however, it is associated with failure code 810:11 which interrupted delivery.

Manufacturer narrative:
(B)(4). Correction: failure code 812:05 did not cause an interruption during delivery. Failure code 812:05 is a cascade failure to failure code 810:11. Failure code 810:11 did occur during infusion which caused an interruption during delivery.

Event description:
The facility representative reported a colleague infusion pump with 812:05. It is unknown when this event occurred. There was no patient injury or medical intervention necessary. During the product evaluation at baxter, it was discovered that failure code 812:05 occurred during infusion and caused an interruption during delivery. No additional information is available. The user interface module master software version for this device is 6.13.90. Which is remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was a that failure code 812:05 was a cascade failure from failure code 810:11. The device has not been repaired since it is a stay-in unit. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).